Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02679. The pt received three leads (from two separate lots) in her thoracic region as part of her scs system. It was reported the pt was experiencing abdominal stimulation. Reprogramming efforts were unsuccessful at resolving the issue. X-rays revealed no anomalies. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.